Event description:
Customer reported that their AED was displaying a service code. They also noted that the top-right corner of the screen is cracked, the ddc door is missing, and the battery will not stay secured in the AED. The customer did not report this occurring during patient use.

Manufacturer narrative:
Based on the fact that this AED is beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.